Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, breast pain, granuloma, and gel bleed.

Event description:
Patient reported right side recalled implant. It was later reported "capsular contracture", "extravasation of the silicone gel", "silicone-induced granulomas", "presence of cysts", "chronic inflammation with an autoimmune reaction to silicone", "progressively disabling symptoms, compatible with asia syndrome", "breast pain and discomfort", "polyarthralgia", "muscle weakness", "myalgia", "chronic fatigue", "hair loss", "hormonal disorder", "memory lapses", "breast slings", "tachycardia", "anxiety", "depression", and "small collection." Device has been explanted.